Event description:
It was reported that minute ventilation of oversensing from a competitor's right ventricular (rv) lead occurred which resulted in a signal artifact monitoring (sam) event. The minute ventilation sensor signal was automatically disabled. Boston scientific technical services were contacted and recommended performing lead integrity testing on the rv lead. High impedance was also noted. The system remains implanted and in service. The patient was stable with no adverse consequences.